Event description:
Nasopharyngeal airway placed prehospital, migrated into trachea, and found lodged in the right mainstem / lower lobe bronchus requiring procedure to remove. FDA safety report ID# (B)(4).